Manufacturer narrative:
Details of complaint: on (B)(6)2021, the customer at (B)(6) hospital reported the following issue with org-9110a; sn-(B)(6), from patient monitoring: the org was displaying comm loss after they went through a generator reboot. Investigation summary: the root cause of the issue was determined to be user error of not inspecting the backup battery after a power outage. This does not reflect nk device malfunction or deviation from intended use. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue was caused by user error of not inspecting the backup battery after a reboot. This is not nk device related deficiency.

Event description:
The customer reported that their multiple patient receiver (org) is displaying communication loss after they went through a generator reboot.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is displaying communication loss after they went through a generator reboot. The customer also reported that they were able to resolved this issue by resetting the backup battery. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their multiple patient receiver (org) is displaying communication loss after they went through a generator reboot.